Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the retainer ring had cracked. No harm requiring medical intervention was reported. The customer stated that the reservoir was able to lock into place when inserted into insulin pump. The insulin pump will be returned for analysis.